Manufacturer narrative:
Batch review performed on 06 june 2020: lot 1904545: (B)(4) items manufactured and released on 22-july-2019. Expiration date: 2024-07-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0025l femoral component sphere cemented size 5+ l (k140826) lot. 1903624. Batch review performed on 08 june 2020: lot 1903624: (B)(4) items manufactured and released on 13-ago-2019. Expiration date: 2024-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting an inability to achieve full extension after hearing a popping sound during rehab. 3 months after primary the surgeon revised the femoral component, resected more the distal femur and revised the insert to a thinner one. The surgery was completed successfully. The reason of popping sound is unknown.